Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Electrical, visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-32869. It was reported the patient presented for an implant procedure. Upon attempt to place the right ventricular lead, it was observed to have pacing impedance above 4000 ohms. The atrial lead was unable to be fixed to the myocardium. Both leads were exchanged without issue. The patient was stable.